Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4) customer stated that he was getting this error code 22.4040 and wanted to sent the unit in for warranty repair. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that this error code is cause by the safety processor cross check detected encoder is out of sync with the motor pulses. The customer said ok and that he would like to send the unit back for warranty repair. I transfer the customer to the rga team.